Event description:
The customer reportedly received the following results on the accu-chek aviva system: 284mg/dl, 135 mg/dl, 162 mg/dl and 134 mg/dl. The customer states he obtained an additional comparison on the accu-chek aviva system: 76mg/dl, 139 mg/dl and 77 mg/dl. On both occasions, test results were obtained within 10 minutes. No reported actions taken or treatment rendered. No adverse event reported. The customer discarded the strips and vial. The suspected product is unavailable for return; replacement was sent